Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that this patient had not had their device checked in quite some time. This patient has experienced some syncopal episodes. Technical services (ts) recommended device replacement. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was recieved that this pacemaker was explanted and replaced with a new device, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that this patient had not had their device checked in quite some time. This patient has experienced some syncopal episodes. Technical services (ts) recommended device replacement. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was recieved that this pacemaker was explanted and replaced with a new device, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that this patient had not had their device checked in quite some time. This patient has experienced some syncopal episodes. Technical services (ts) recommended device replacement. This pacemaker remains in service at this time. No adverse patient effects were reported.